Manufacturer narrative:
A visual examination of the complaint device revealed that the distal tip of the balloon was cut. The balloon was found relaxed and deflated due to the damaged noted. Functional analysis could not be performed due to the condition of the device. The noted defect likely occurred due to anatomical or procedural factors encountered during the procedure that could have limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, after esophageal dilation was finished, the balloon could not be deflated. They were unable to pull the device out through the endoscope, so they removed the endoscope and the device together out of the patient, and cut the catheter to remove the device from the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. According to the complainant, after esophageal dilation was finished, the balloon could not be deflated. They were unable to pull the device out through the endoscope, so they removed the endoscope and the device together out of the patient, and cut the catheter to remove the device from the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.